Event description:
It was reported, the pt wasn't receiving effective stimulation coverage for his feet. The pt has been reprogrammed twice; however, he plans to start a new trial with another competitors product to address his lower extremities issues. Surgery pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.